Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metaglene guide was damaged and the metaglene guide pin could not pass through the guide.

Manufacturer narrative:
Analysis of the returned device found deformation in the central hole. Although the mating pin was not returned for evaluation, based on previous investigations the non-functionality of the plate is due to the damage to the hole created by the mating pin. Based on the inability to conclusively determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.